Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of the device - 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient presented to the emergency room (ER) after a syncopal episode at home. The hemoglobin level was 6.9 g/dl upon admission, and the patient also reported experiencing melena. The patient was evaluated by an gi specialist on (B)(6) 2016. During the admission, the patient was transfused with 1 unit of packed red blood cells. At the time of the event, the patient's anticoagulation therapy included warfarin and aspirin. It was reported that the gastrointestinal bleeding resolved on (B)(6) 2016; however, on (B)(6) 2016, the patient was readmitted due to another episode of gastrointestinal bleeding. The patient was found to have an acute onset of melena with a hemoglobin level was 5.5 g/dl on admission. Two units of packed red blood cells were administered. The patient's anticoagulation regimen at the time included warfarin. As of (B)(6) 2016, no further bleeding event has occurred and the patient remained in the hospital under observation. Coumadin was held to allow the inr to drift down. It was reported that repeat endoscopy would be performed if bleeding reoccurs. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on pump support and no additional events related to bleeding have been reported at this time. A direct correlation between the report of gastrointestinal bleeding and the device could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical research associate stated that the patient¿s gastrointestinal bleeding resolved and the patient was discharged home on (B)(6) 2016.